Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator received two shocks. It was not determined if the shocks were appropriate. It was noted that the patient had been seen multiple times for reporting phantom shocks. It was noted that the patient blood pressure was low and they were bradycardic. No allegation was made against the device in terms of the patient symptoms. Technical services noted that the first shock was delivered for a supraventricular tachycardia. This triggered a true ventricular tachycardia, that the second shock converted successfully. The device was subsequently deactivated. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received an initial inappropriate shock due to supraventricular tachycardia which resulted in inducing the patient into ventricular tachycardia. The patient's device was able to successfully convert the patient. The patient's device was subsequently deactivated at this time. No additional adverse events.